Event description:
Report received that hcp shut pump off and pt is in the middle of complete withdrawal. Follow up with hcp revealed pt had requested that mso4 be discontinued in the pump as pt was unhappy with the therapy results and wished to wean off using oral meds. Pt was given a prescription for oral morphine but didn't get it filled because pt could not afford to pay for it. Pt did not call and report problem for 24 hours and went into severe narcotic withdrawal-nausea, vomiting, diarrhea etc. Pt was admitted and treated in the hosp and was discharged in satisfactory condition. Pt has missed 2 scheduled appointments with hcp.